Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic left hemicolectomy procedure, after colon anastomosis, the quality of the indocyanine green (icg) was noted to be very poor compared to the 4k rubina icg obtained with the storz system. The team attempted to assess the perfusion of the intestinal anastomosis, but they were only able to visualize the larger vessels in the area. The issue could not be resolved, even after the team moved closer to the tissue or tried other icg modes. The team proceeded the surgery without the fluorescence mode and visually checked whether the tissue looked damaged or try to see the perfusion based on microbleeds. There was no patient injury.